Manufacturer narrative:
Age at time of event: patient is over 65 years old. Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified and tortuous circumflex artery. A 3.50 x 28mm synergy stent was advanced but failed to cross due to tortuosity. A guidezilla guide extension catheter was then advanced for support. However, when the device was advanced out of the guidezilla towards the lesion, the stent sheared off from the balloon. An emerge balloon was inflated to pin the stent in place. Bifemoral access was stuck and a second 7f non-bsc guide catheter was used with a gooseneck snare. The snare captured the end of the stent floating in the aorta, and the inflated balloon pinning the stent was deflated after the gooseneck captured the stent. The stent was pulled through the non-bsc guide catheter and out of the body. A 3.0 x 15mm nc quantum apex was advanced for dilatation and the procedure was completed with a 3.5x28mm synergy stent. No patient complications were reported and the patient's status was fine.